Event description:
Reportedly, on (B)(6) 2024, during the implantation procedure, the impedance of the ventricular lead was measured below 200 ohms on the psa, and even when tested with a new psa cable, the impedance was still below 200 ohms. For this reason, the doctor asked for the lead to be replaced by a new one with a normal impedance.

Manufacturer narrative:
The report sources are distributors and company representative investigation summary: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. As received, the fixation mechanism operated as specified. Electrical tests performed revealed an abnormally low impedance value measured on the proximal part of the lead, indicating the presence of a short-circuit between the two conductor lines (inner and outer coils). This failure is related to the inner tube not sufficiently attached to the connector. Actions to avoid recurrence of this kind of events are currently under implementation. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, on (B)(6) 2024, during the implantation procedure, the impedance of the ventricular lead was measured below 200 ohms on the psa, and even when tested with a new psa cable, the impedance was still below 200 ohms. For this reason, the doctor asked for the lead to be replaced by a new one with a normal impedance.